Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was loss of ra capture. Technical services reviewed and discussed that the non-boston scientific right ventricular (rv) lead thresholds have increased and rv pacing impedances have slightly decreased. Technical services provided programming options and the field representative re-programmed the device. The patient is not therapy dependent. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was loss of ra capture. Technical services reviewed and discussed that the non-boston scientific right ventricular (rv) lead thresholds have increased and rv pacing impedances have slightly decreased. Technical services provided programming options and the field representative re-programmed the device. The patient is not therapy dependent. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.